Event description:
The customer reported an intermittent loss of live image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor ps3 power supply was adjusted. The system was then found to be operating as intended.